Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the base frame does not sit level, the front caster wheels were off the ground. Upon inspection dealer found that the battery box pins where the gearbox attaches were bent.